Event description:
Customer received an igm out-lier for one pt sample. The sample is from a known pt with an m-component (igm kappa). The first result from the cobas c501 was 7.93 g per l. This result was not comparable with the results from the electrophoresis. The sample was analyzed again on cobas 501 and now the result was 0.90 g per l. This pt's anomaly is described as a certain paraprotein which is mentioned in the package insert under summary as a possible limitation. Currently, it is unclear if the pt paraprotein falls under this limitation. No info was provided to determine if any adverse events occurred. If additional info is received, appropriate notification will be provided.